Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving multiple inappropriate high voltage therapies. The patient received the therapies due to noise. Noise was unable to be reproduced. The lead was capped and replaced and the device was electively explanted and replaced. The cause of the noise is unknown. The patient condition was stable before, during, and after the procedure and will continue to be monitored.